Event description:
Infant had medline tubing connected to broviac. Needleless connector found disconnected from the medline and syringe. There was approximately 44mls of blood and intravascular fluid on the floor. Medical intervention was required.======================manufacturer response for needless connector, maxzero needless connector (per site reporter).======================unknown.